Event description:
It was reported that the patient had a wet tap at lead revision on (B)(6) 2012. The patient had a headache and the system was explanted. It was also indicated that the patient required hospitalization. Additional information received indicated that the headache resolved itself after a couple of days.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).